Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. There is no report of the medical intervention that the patient has received at this time. The reported event was reviewed by the pms clinical expert due to the patient reporting she's been using this machine for a couple years and recently has been feeling more out of breath, experiencing dizziness, nausea, has caused her to develop asthma. Patient also reported device is noisy. Based on information available at this time, there is not enough evidence to support the device may have caused or contributed to the alleged serious injury. The patient reported the device is noisy. There is insufficient information related to: device use and maintenance, timeline of events, relevant past medical history, and medical intervention information. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.